Manufacturer narrative:
Although the specific reason for the patient's revision is unknown, because the patient's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of asr implant - right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - revision of asr implant - right hip. Reasons for revision: metallosis, acetabular component loosening. Update received: 28th june 2014 - added product: stem, added surgeons forname: dr(B)(6), added product type: asr xl and added further reason for revision: pain.